Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the user experienced issues with needle suction and saline flow. It is reported that the foot pedal was depressed while the needle was in the patient's breast; however, no sample was obtained and the tissue filter was empty. The user site reports that the procedure was aborted and the patient was rescheduled to return on another day. No further information is currently available.

Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the user experienced issues with needle suction and saline flow. It is reported that the foot pedal was depressed while the needle was in the patient's breast; however, no sample was obtained and the tissue filter was empty. The user site reports that the procedure was aborted and the patient was rescheduled to return on another day. Investigation methods and findings: the device was not returned for this complaint. Investigation of this issue was conducted through customer-provided information, historical complaint review, analysis of similar events, and evaluation of product design. Cause/root cause: root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the root cause analysis did not identify a definitive cause. A thorough review of device history records, complaint data, risk assessments, and testing did not reveal a specific failure mode. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: the DHR for the corresponding lot was reviewed and no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified.